Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no abnormality was found in the pre-use check. Then a cuff leak was found after the patient was intubated. Adverse effects are unknown.

Manufacturer narrative:
One device was received for evaluation. The device was functionally tested by doing an inflation test. A leak was observed around the pilot balloon valve. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edges. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.